Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 383 mg/dl. Reportedly, a supply change was performed resolving the occlusion. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor with small ketones; cause was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.